Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 28 mm synergy drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported.